Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tubes device experienced underfill or low draw of a tube with blood, and erroneous results . The following information was provided by the initial reporter: the customer stated: "it was reported that tube does not fill properly and the results are unexpected causing re-draws. " additional information: 4/27/2021 they are using 367886, the 6.0 ml tube, but cannot pinpoint any lot #s. The tubes are drawing a little bit short, but cannot say exactly. Labcorp is rejecting the samples. The tubes are drawn with straight needles and with winged sets and a discard tube. Per cx a phlebotomist they have a ¿huge problem¿ with the ¿dark green¿ lit/hep tube used to run the quantiferon tests. The tube does not fill properly and the results are unexpected causing re-draws. Erroneous results caused by incomplete fill on green cap lith/hep tube when running quantiferon tests. Unknown lot numbers/exp date; unknown start date. Issue continues."

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tubes device experienced underfill or low draw of a tube with blood, and erroneous results . The following information was provided by the initial reporter: the customer stated: "it was reported that tube does not fill properly and the results are unexpected causing re-draws. " additional information: (B)(6) 2021 they are using 367886, the 6.0 ml tube, but cannot pinpoint any lot #s. The tubes are drawing a little bit short, but cannot say exactly. Labcorp is rejecting the samples. The tubes are drawn with straight needles and with winged sets and a discard tube. Per cx a phlebotomist they have a ¿huge problem¿ with the ¿dark green¿ lit/hep tube used to run the quantiferon tests. The tube does not fill properly and the results are unexpected causing re-draws. Erroneous results caused by incomplete fill on green cap lith/hep tube when running quantiferon tests. Unknown lot numbers/exp date; unknown start date. Issue continues."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.